Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed no capture during the pre-discharge check. Fluoroscopy was performed, and the rv lead looked suspicious. Transesophageal echocardiography (tee) was then performed, and perforation was confirmed. It was noted the patient was asymptomatic. The lead was repositioned and remains in service. A repeat tee was performed after the lead was repositioned and no further issues were noted. No additional adverse patient effects were reported.